Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid inside of the cassette after ending the patient's pd treatment. The patient contact wanted to know why there was still some fluid remaining inside of the cassette itself. Fluid was discovered in the pump module area, but not on the external of the cassette. The patient was provided information regarding fluid inside of the cassette door and advised to continue the use of their cycler. Upon follow up, the patient contact verified the reported event and that fluid was found inside the cassette and door of the cycler at the end of treatment. There were no alarms from the cycler prior to or after the leak. The phase of treatment during the leak and cause are unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered fluid inside of the cassette after ending the patient's pd treatment. The patient contact wanted to know why there was still some fluid remaining inside of the cassette itself. Fluid was discovered in the pump module area, but not on the external of the cassette. The patient was provided information regarding fluid inside of the cassette door and advised to continue the use of their cycler. Upon follow up, the patient contact verified the reported event and that fluid was found inside the cassette and door of the cycler at the end of treatment. There were no alarms from the cycler prior to or after the leak. The phase of treatment during the leak and cause are unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.